Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of an unknown size. However it was reported that a follow up CT scan performed approximately 3 months post index procedure, it was noted that the aneurysm had expanded and there was a type iii endoleak seeping out of a pinhole where the stent was sutured onto the stent graft. Intervention was performed by laparotomy where a hemostatic agent was applied and a non-medtronic limb device was implanted inside of the stent graft. When the aortic aneurysm was incised, it was confirmed that the type iii leak was located close to the flow divider on the main body of the bifurcation. The intervention procedure was completed after ensuring that the blood leakage had ceased. The physician has stated that the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.